Event description:
Event description boston scientific crm received information that this right ventricular lead exhibited increases in thresholds and impedances. X-ray images later confirmed the lead was fractured. The lead was the surgically abandoned and replaced with a new lead. No adverse patient effects were reported.